Manufacturer narrative:
(B)(4).

Event description:
Product analysis on the returned generator was completed. Visual examination showed only observations consistent with the explant procedure. No surface abnormalities were noted on this device. Additionally, the septum was not cored. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed an ifi=no battery status and measured at 2.995 volts. The generator internal memory showed that 17.234% of the battery had been consumed. No anomalies were shown in the internal device data. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient¿s seizure duration and frequency changed about a month after the generator was last replaced, with some seizures reported as being up to 15 minutes long. The seizures also reportedly worsened with increases in device settings. The treating physician assessed that the patient¿s seizures got worse with this particular generator. Additionally, the patient¿s seizures improved when the current and on time was decreased, and that they worsened when the off time was decreased. The patient¿s generator was subsequently replaced in surgery. The explanted generator was received by the manufacturer and is undergoing product analysis. Review of the device history record for the generator showed that all specifications were met prior to distribution. No additional pertinent information has been received to date.